Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during preparation, the sleeve was found broken at the base in the package. New device was opened for the procedure. No pt involved.